Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device's firewall was causing the drawers not being detected on bus issue. System firewall was disabled in all devices in the facility to resolve. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system experienced drawer not being detected on communication bus issues. The customer reported that stations had repeated issues following reboot since the software update. Customer stated that these issues happened directly prior to start of procedures and caused delay as no medications could be accessed. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis anesthesia es system experienced drawer not being detected on communication bus issues. The customer reported that stations had repeated issues following reboot since the software update. Customer stated that these issues happened directly prior to start of procedures and caused delay as no medications could be accessed. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, d1, d4, d5, d9, g2, g6, h2, h6, h10, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 02-jan-2022 to 02-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the bus. A technical support specialist found that the issue is caused due to the device's firewall. Disabled the firewall settings to resolve the issue. The system functioned as intended after troubleshot by the technical support specialist.